Event description:
Procedure: colectomy. According to the reporter: customer informs that the device was fired normally with correct staple formation and transecting the colon. Then they removed the black tab backwards in order the knife to retract and the jaws to open but the sulu got blocked . It was not possible to open the jaws because the colon was trapped between them. So as it was an open surgery they performed on shot in each side of the blocked sulu and it could be remove ti successfully, resulting in unintended tissue loss. They perform these shots with the same device but using sulus of another lot number. No reinforcement material was used.

Manufacturer narrative:
(B)(4).